Manufacturer narrative:
G4: 30jan2020. B4: (B)(6). The touch screen assembly was returned for failure analysis. An investigation was performed and the reported complaint touch screen failed is not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported the touch screen does not work. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed the reported issue and indicated the bottom of the touch screen does not work. Users cannot perform calibration because they cannot reach the menu. The service technician calibrated the touchscreen, which corrected the issue, and continued with repairs by replacing the touchscreen. After corrective maintenance, the equipment was operational and met the manufacturer's specifications.

Manufacturer narrative:
Date received by manufacturer: 13 november 2019. Date of this report: 13 november 2019. Company representative.